Event description:
The customer reported obtaining erroneously elevated and discrepant accutni (troponin I) results for one (1) patient involving the access 2 immunoassay analyzer. The customer indicated that the initial result was within the risk stratification range of the assay. The patient sample was then repeated four (4) more times on the original analyzer and higher discrepant accutni results were obtained. The customer indicated that the results were discordant when compared to an alternate methodology in which a troponin I result within the normal reference range was obtained. The initial accutni result which was within the risk stratification range was reported out of the laboratory. Upon repeat testing on the alternate methodology, the customer amended the report to indicate a result within the normal reference range was obtained for the patient. The customer is unaware if there was any change or affect to patient treatment in connection with this event. Qc (quality control), calibrations, and system checks performed within specifications prior to the event. Qc result, following the discrepant accutni results, recovered outside the laboratory's established ranges. The customer also reported that cea (carcinoembryonic antigen) and psa (prostate specific antigen) qc recovery were outside of the laboratory's established ranges on the date of the event. The sample was collected in a 4.0 ml lithium heparin plasma tube and centrifuged for 10 minutes. Testing was performed using an insert cup and no sample integrity issues were noted by the customer.

Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched to verify hardware performance. The fse discovered micro bubbles within the wash probes and proceeded to replace the wash pump seals. The fse also replaced the rotor as the bottom of the rotor was found to be worn. Failure mode is attributed to the worn rotor which likely introduced micro bubbles within the wash probes and allowed air into the wash pump to allow incorrect volume of wash buffer to be dispensed into the reaction vessels. Results: rotor.